Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# l55000, implanted: (B)(6) 1998, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient experienced baclofen withdrawal, possible pump malfunction. The reason for the device removal was device-related. After the device removal, the patient recovered without sequela. No patient injury occurred.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump was replaced due to approaching eos (end of service) and they also replaced the catheter. Over the prior week, the patient had been experiencing withdrawals and it was decided to replace both the pump and catheter. The sutureless connector (sc) that was placed in 2012 appeared to be disconnected, however it was reported to be hard to tell. The healthcare provider was keeping the patient at the existing daily dose and was keeping the patient in the hospital over the next couple days. Additional information received reported a dye study indicated that the pump was not functioning properly. It was noted that the catheter was replaced just to make sure the new system was implanted. It was reported that the pump and catheter were sent back for analysis and the analysis report found nothing was wrong with either; however, this information could not be confirmed. The patient experienced withdrawal symptoms. It was believed that the patient was doing well with the new pump and catheter. The pump was used to infuse lioresal (concentration 2000 mcg/ml, daily dose 384.6mcg).

Event description:
Additional information received reported that the patient¿s withdrawal symptoms included itching, twitching, and being irritable. There was a break/tear/hole in the catheter at an unknown location, identified by MRI and surgery. It was unknown if any old catheter segments remained in the intrathecal space following the replacement.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found pump battery high resistance. Analysis of the catheter (B)(4) found sc connector coring/tears/cuts in seal, no leak seen in lab.